Event description:
It was reported to boston scientific corporation on april 22, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst with walled-off necrosis (won) containing approximately 40 percent necrotic material during an endoscopic ultrasound (eus)-guided pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent first flange failed to expand. After multiple attempts at deployment, the axios stent was eventually deployed in an incorrect position. The axios stent was removed from the patient using forceps, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection of the returned device found that the delivery system was in its original position and the outer sheath was kinked. The stent was returned fully deployed, and holes were identified in the stent cover. A microscopic inspection confirmed the holes in the stent cover. A functional inspection was performed by sliding the catheter lock to the right, followed by an upward and downward movement of the catheter control hub. No resistance was encountered sliding the catheter through the luer or shifting the stent hub to the second and fourth positions. A destructive inspection was performed to identify the rotation damage, and it was found that the sheath was in good condition. No other damages were noted on the stent or delivery system. Product analysis did not confirm the reported device malfunctions of stent positioning issue and stent first flange failure to expand as the stent was returned fully expanded and deployed. Additionally, holes in the stent cover and outer sheath kinking were most likely due to procedural factors. It may be lesion characteristics, handling of the device, and/or the technique used by the physician when removing the device that could have resulted in the observed damages. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Moreover, the reported event of stent positioning issue is documented in the IFU as a possible adverse event associated with the use of the device, which may include those often associated with any endoscopic procedure. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst with walled-off necrosis (won) containing approximately 40 percent necrotic material during an endoscopic ultrasound (eus)-guided pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent first flange failed to expand. After multiple attempts at deployment, the axios stent was eventually deployed in an incorrect position. The axios stent was removed from the patient using forceps, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."